Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the reason for their call was because the pt stated it was never explained to her how the groups and programs work together for programming. They were supposed to be reprogrammed at the beginning of july 2021 but the manufacturer representative (rep) was ill so they had to cancel their appointment. 2 weeks later the pt contacted the rep directly and requested the programming appointment be rescheduled because she had not heard from the rep. The pt stated they were having some back pain but their legs were working great since implant on group a; the pt stated group a was working well for the legs. The pt met with a rep about a week ago prior at the doctor's office. The rep suggested that pt work through each group for 1 week at a time. By the time pt got home from the appt they were "hospital worthy" and was not getting the therapy benefit that they needed on group b. The pt called the rep and the rep just told her to just go to group a again but then group a was not working for them. The pt was frustrated and felt like the rep did not explain the groups/ programs to them - pt stated they had no idea which part of the body each group / program was supposed to help. The pt stated the trial was perfect. They requested to work with a different field rep to see if they could help them better than the previous rep. Patient services sent a message to local field reps about the patient's request. Additional information was received from the rep on 2021-aug-31. They reported that they met with the patient "a few weeks prior" and reprogrammed the patient's device. Also at that time, the patient had an anterior-posterior x-ray of the thoracic leads. The initial implant placement was compared to the new x-ray and it showed the leads had both moved a little. The patient was going to try the new programming the rep gave them and the patient was told to contact the rep if additional programming is needed. Patient weight was asked for, but unknown. On 2021-sep-13, the rep reported they could not remember the exact date they were notified of the leads moving. They didn't know of any factors / causes that contributed to the leads moving. They do recall the doctor stating that the leads looked pretty good and had only moved slightly and the doctor thought the leads stilled looked to be in a good spot for programming. No surgical intervention was done or needed because the patient was doing well with the reprogramming they received from the rep.